Event description:
Customer stated that the device's flow rate was outside of specification.

Manufacturer narrative:
The flow rate was found to outside of +/-%% specification. The pump was found to have been overdue for a zyno medical annual preventative maintenance. The device was removed from service.